Event description:
It was reported that the left ventricular lead had no capture and dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event. The patient is enrolled in the system longevity study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned and analyzed and no anomalies were found.